Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable, clamp tubing. The medication residual volume is 83.8 ml. The caller denies any air in the tubing. The caller was instructed to turn the pump off then back on and start the pump. Afterwards, the screen reads run, residual volume 83.8 ml. The rate was confirmed. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.